Manufacturer narrative:
(B)(4). The returned handle was evaluated. The torque output was found out of specification. The device was opened and the internal components were reviewed; there was wear and damage, which contributed to the torque readings. A review of the manufacturing records did not identify any issues which would have contributed to this event. This issue is being investigated via CAPA.

Event description:
It was reported that the tip of a driver twisted during final tightening within surgery. The set screws were fully locked, so the usage of an alternative device was not necessary to complete the procedure. There were no reports of patient injury associated with this event. The torque limiting handle which was used during the procedure with the driver was returned and evaluated, and it was found that the torque output did not meet specification.